Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A post-ast 2 hour 15 min 8500 ml simulated treatment was performed and completed without any failures or problems. A power fail recovery was successfully performed on drain 0 of the treatment. The go/no go gauge check passed. The touch screen test passed. The load cell verification was within tolerance. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient felt like they were going to pass out and was hospitalized on (B)(6) 2019. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed that the patient was admitted overnight on (B)(6) 2019 for hypokalemia, with potassium lab value of 2.8. The patient was administered intravenous (IV) potassium (dose, frequency and duration unknown) and their blood pressure medications (unspecified) were adjusted. The patient was discharged (B)(6) 2019 and continues utilizing the liberty select cycler with no issues. The pdrn stated that this event was not pd related and not related to any issue with the cycler. The patient was not in treatment at the time of the event. The patient¿s potassium lab value on (B)(6) 2019 was 4.8 (within normal limit). Hypokalemia is a common complication in end stage renal disease patients and often with a correlation to poor nutritional intake. Hypokalemia has also been linked to higher mortality in dialysis patients, not only because of the electrophysiological effects of potassium, but also because hypokalemia often reflects a poor underlying nutritional status.